Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing. As a result, the instrument could not operate properly.

Manufacturer narrative:
Based on the claim against the product noting would not open or close, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not open or close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to used and nothing was noted out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip applier instrument jaws remaining static/not moving when surgeon commanded movement. The medium-large green weck clips were used on the vessel or structure with the clip applier instrument. The clip applier instrument had been used on the first application when the incident occurred. The customer used a different clip applier instrument to resolve the issue.